Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating she experienced low blood glucose (bg) values in the 32mg/dl to 55mg/dl range. The patient reportedly felt low symptoms but was not clear on the type of symptoms she had. The patient reportedly treated the low with oral carbohydrates and her bg elevated to 83mg/dl. It was noted that the patient had increased activity at work and was making adjustments on the pump's temp basal rate during work hours. The patient reportedly remains on insulin pump therapy and is working with the health care provider (hcp) and the clinical manager of animas for assistance in adjusting the pump's settings. This complaint is being reported due the patient experiencing a hypoglycemic event while using insulin pump therapy. Use error contributed to the reported bg event because the patient was making daily adjustments on the pump's temp basal rate without assistance from the hcp.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/15/2016 with the following findings: a review of the black box revealed dates from (B)(6) 2015. The black box data/histories for the event were overwritten due to continued use of the pump. The total daily dose correctly reflected the users programmed basal rates. The pump passed the delivery accuracy test; the pump delivered within required range and delivered accurately. The reported complaint was not duplicated during investigation. Unrelated to the complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.